Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 06-mar-2020, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following the full release of the valve, the nosecone caught the lower end of the valve stent resulting in the valve dislodging on the non-coronary cusp. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer and the valve remained in the patient, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. A device history review (DHR) was not required as the product event does not indicate a potential manufacturing issue. Conclusion: the reported event indicated that, after the valve was implanted, the tip of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis ¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the information, the root cause of the dislodgement event could not be confirmed. If information is provided in the future, a supplemental report will be issued.